Event description:
It was reported that during a cranial procedure that the perforator bit did not stop. It was also reported that there was no injury to the pt and the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.